Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v210850, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v561214, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they've had three deep brain stimulator (dbs) devices and they "are not working." No interventions, troubleshooting, potential causes or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: essential tremor movement disorders refer to manufacturer report # 3004209178-2015-15951.